Event description:
During the implantation of a 29mm sapien 3 valve in the aortic position the site attempted to do a bav with a non-edwards balloon. The balloon covering was left on by the tech and physician and the team attempted for 45mins to remove the balloon covering unsuccessfully. The balloon and was lost in the patient's body. The valve was crimped for 45 mins and the team decided to use a new 29mm sapien 3 valve to complete the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).